Manufacturer narrative:
Note: product reference (B)(4) is not cleared in USA, but it is similar to the product reference (B)(4) cleared under # 510k130576. Batch history review: the manufacturing file was reviewed. It is compliant with our specifications and no abnormality was detected. No other complaint was reported on this batch of access ports. Investigation: the involved device was discarded and not available for evaluation. X-ray examination: the review of x-rays picture taken just after implantation are inconclusive. Conclusion: without the device for evaluation, no real conclusion can be drawn. Our complaint database does not show any increasing trend for catheter disconnection on this type of access port. However as the disconnection of the catheter was observed only 1 week after the device implantation, it is probable that the catheter was incompletely mounted on the exit cannula by the user. No corrective action is envisaged.

Event description:
On (B)(6) 2016: disconnection and migration of the catheter to the right atrium. On (B)(6) 2016: successful intervention in radiology to remove the catheter. Implantation of a second access port. No outcome for the patient.